Event description:
It was reported that the physician was unable to adjust the pressure level of the valve. It appeared to be stuck between pressure levels 0.5 and 1.0.

Manufacturer narrative:
The returned valve was not patent. The valve was returned at a pressure level between 0.5 and 1.0. Attempts to adjust the valve in the laboratory were unsuccessful. Dissection of the valve revealed a severely bent and twisted pressure regulating spring. It is undetermined how or when this damage occurred. There was also a large amount of debris preventing movement of the rotor. A review of the mfg records was not possible as no lot number was provided. All our products are 100% tested at the time of MFR.